Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #5x10mm ps insert non-x3. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
Poly liner exchange due to wear.

Manufacturer narrative:
An event regarding wear of an unknown insert was reported. The event was not confirmed. Medical records received and evaluation: the two x-rays that were provided were deemed insufficient for a medical dictation. Further information such as additional x-rays and operative reports are needed. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Poly liner exchange due to wear.